Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine via an implantable infusion pump. It was reported that the patient was "nearly killed" because the pump was unable to be read and had to be manually twisted which caused an infection. The patient had an emergency surgery and the pump was removed.